Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made. Patient condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.